Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen was not active. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 01aug2019. Multiple unsuccessful attempts were made to gather a resolution. No additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.